Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the matrix drawer 2.2 is unable to be opened completely and therefore drugs located in the back row are unable to be physically accessed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the field service engineer (fse) was unable to replicate fault. Drawer 2.2 opens freely and smoothly. The fse removed the drawer to investigate inside and made small adjustments to drawer slide race and on retractor band cable to provide some slack in the cable. The system functioned as intended after the fse repaired the device.